Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for creatinine plus (creae) on three patient samples. All results are in mg/dl and are in the format of initial/ repeat. Patient 1: 3.06/ 0.95. Patient 2: 1.37/ 0.70. Patient 3: 1.53, accompanied by a data flag/ 0.69. The initial results for all three patients were reported outside of the laboratory. All results were repeated on another analyzer and the customer deemed the repeat results to be the correct results. There was no adverse event. The customer indicated the issue was resolved with the service visit. The lot number for the creae r1 reagent in use was 68306701, with an expiration date of 02/28/2014. The lot number for the creae r2 reagent in use was 68050301, with an expiration date of 11/30/2013. The field service representative (fsr) found a leak in the reagent syringe, a leak at a valve, and a low rinse mechanism levels. He also found some reagent splatter on top of the cuvettes. He replaced the packing in the reagent syringe and tightened it. He repaired the leak at the valve and adjusted the rinse mechanism levels. He also verified the alignments of the reagent probes to the cuvettes. The fsr performed a precision run. The customer verified controls.